Event description:
It was reported that the patient with this left ventricular (lv) lead presented to emergency room (ER) with a heartrate of 25 beats per minute (bpm) and recorded high out of range pacing and shock impendence measurements on both lv and right ventricular (lv) channels. Additionally, loss of capture (loc) and minute ventilation (mv) chop was noted. The suspected cause for the lead issues were either uninserted or dislodgment. Testing with a pacing system analyzer (psa) suggested an issue with the lead, but when connected to the device, the impedance remained out of range. No additional adverse patient effects were reported. This lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 2/14/2025 for report mw5165240 to update manufacturer.